Event description:
On (B)(4) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high. The complaint was classified based on the customer care advocates (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2013 at approximately 12 pm. He tested on the subject meter and observed a message of "high" (> 600 mg/dl) which he felt was high as compared to his usual readings/feelings. The patient manages his diabetes with an unknown dose of novolog insulin and lantus insulin and denied taking any action regarding his usual diabetes management routine in response to the alleged issue. Approximately 30 minutes after testing, he claimed he developed symptoms of "shaking and sweating" but despite his symptoms, he denied receiving any form of medical intervention. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the subject test strips were in good condition, a control solution test was not performed because the patient did not have any control solution available. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.